Event description:
Plaintiff alleges he was diagnosed as being allergic to latex after repeated exposure to latex gloves. Plaintiff alleges that as a result of this diagnosis, he can no longer work as a dentist and is now subjected to increased health risks. He alleges that he has suffered substantial injury, pain and suffering as well as economic loss. Pt's wife, alleges loss of consortium of her husband.